Event description:
It was reported that the ilet pump¿s touchscreen became partially unresponsive, with the top half not registering touch, which prevented access to key menus while limited functions at the bottom of the screen still worked; the pump was replaced. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included user inconvenience and interruption of normal device operation. Investigation included complaint review and product replacement logistics. Investigation of this case revealed a touchscreen malfunction consistent with a device hardware issue without evidence of external damage reported by the user. It was concluded that the device exhibited a hardware failure of the display/touch interface, and a replacement was provided.